Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement. Device data was sent to rhythmcare for review. Rhythmcare then provided troubleshooting options to be considered. This lead remains in service. No adverse patient effects were reported.